Event description:
Upon administering the flu vaccine, rn (registered nurse) finds it very hard to push the vaccine. I informed the father that I have to withdraw and readminister the vaccine with different needle. No adverse reaction with the patient.